Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels. The customer's blood glucose was 450 mg/dl. The customer stated that she went to the endocrinologist, did a basal change, and stated that the drops she had been given ended up messing up her blood glucose readings. She was advised to turn off the insulin pump and revert to using the insulin pen. The customer's husband was assisted with programming the insulin pump and was advised to set the basal rates to 0. The customer declined to be transferred for further assistance regarding the hospitalization.